Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the power switch overlay to address the issue and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Previous investigations determined that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
Date of report: (B)(6) 2021. Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator had an error code for alarm light emitting diode (led) failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.